Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, qual, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2014. The revision surgery was a result of the pt having a bad reaction to bone cement. In the revision, the tibial locking bolt, and the tibial insert, and the tibial tray were replaced. The tibial tray was revised from a size 4 to a size 3 modular, and the insert was revised from a 3 x 10mm to a 3 x 14 mm implant.